Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine MRI. Upon interrogation pre-MRI, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Programming changes were made. No patient consequences were noted. The patient will be monitored via merlin.net.